Manufacturer narrative:
(B)(4) analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to high readings.

Event description:
It was reported that the customer's sensor had calibration errors. The customer's blood glucose level was 265 mg/dl. Standard troubleshooting was performed. The product was returned. Nothing further was reported.